Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported an asymptomatic patient presented via a merlin.net transmission showing non-sustained lead noise episode due to post-paced t-wave oversensing. The patient did not receive therapy during oversensing. Programming changes were recommended.